Event description:
The customer reported that the electrode failed during an rf ablation procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Testing of the incident actc2025 electrode found it did not read the temperature within specification. Evaluation found the thermocouple solder joint was broken. This is a manufacturing related failure. Corrective action was implemented subsequent to the manufacture of the incident device.